Manufacturer narrative:
Immucor technical support used an electronic remote connection method to assess the instrument test well images on (B)(4) 2014. An immucor field service engineer visited the customer site to assess the instrument on both (B)(6) 2014.

Event description:
On (B)(6) 2014, a customer reported unexpected result outcomes when testing blood donor samples on a galileo neo for crossmatch assay validation.